Event description:
The invacare reliant plus 450 hydraulic lift has broken again. The same part has broken on this one as back in march. Picture included. Not certain to why this keeps on breaking, maybe the company can shed some life to that. The care givers stated they can see the metal stretching then snaps. This time we had to call the fire dept. In to help get my mother down and out of the sling.